Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo12.6 implantable collamer lens of diopter -17/3.0/95 into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed. On (B)(6) 2024 the lens was exchanged with a shorter length lens and problem was resolved. Status of eye, "eye is well, full myosis achieved, bcva achieved." Cause of event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - correction from vticmo12.6 to vticmo13.2. Claim# (B)(4).